Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the high rate cover was missing, the upper and lower cases were broken, all three control knobs were broken, the battery drawer was broken, one bail cover was broken, and the ring cover was broken. (B)(4).

Event description:
It was reported that the external pulse generator was returned for service due to a broken case. It was analyzed and tested out of specification. There was no patient involvement.